Event description:
Info received from abbott international affiliate states that the "catheter was recently used and was found to be faulty. The balloon was intact on pre-insertion, but unfortunately the balloon burst when inflated in-vitro. The catheter was removed. The pt reportedly suffered no adverse effect." No further info was available.